Manufacturer narrative:
(B)(4). Vyaire medical received the device and confirmed the reported problem. Found small signs if leakage on capacitor. This will be sent to the fa lab for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator that their technician found the crystallized substance and the data error during evaluation. The customer confirmed there was no patient involvement in the reported event. The reported issue was detected during evaluation.